Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other'), device dislocation ('migration'), pelvic pain ('pelvic pain/chronic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and multiple episodes of genital haemorrhage ('gen. Abnorm. Bleed', 'general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from 2007 to 2010, multigravida, parity 6 (B)(6) 2002, (B)(6) 2005, (B)(6) 2008, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016), diabetes, uterine bleeding, miscarriage, urinary incontinence, vaginal prolapse, dysfunctional uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera from 2014 to 2015. Concurrent conditions included obesity and hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2017, medroxyprogesterone since (B)(6) 2016 and metformin since (B)(6) 2018. In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain/ pain chronic, back"), pain in extremity ("feet pain"), abdominal pain ("abdomen pain") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain/loss specify: gain/ weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced orgasmic sensation decreased ("hormonal changes describe: body changes & orgasmic dysfunction"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), 9 months 11 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), the second episode of genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone, nitrofurantoin, paracetamol (acetaminophen) and surgery (open total abdominal hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, visual impairment, orgasmic sensation decreased, abdominal pain upper, back pain, pain in extremity, abdominal pain, adnexa uteri pain, the last episode of genital haemorrhage, vaginal infection, vaginal discharge and weight decreased outcome was unknown, the vaginal haemorrhage was resolving and the nausea, fatigue, weight increased, alopecia, headache, hormone level abnormal and tooth disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, adnexa uteri pain, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, orgasmic sensation decreased, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: current weight 209 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3, she tolerated the procedure well. The pain events were described as constant and severe. Discrepancy noted in insertion date- (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2017. The plaintiff received treatment for back pain, device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion, successful occlusion of both fallopian tubes following essure placement. Pregnancy test - on (B)(6) 2017: negative. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Batch no e13070, production date 2015-07-11, expiration date 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: outcome of the event fatigue, hair loss, weight gain, hormonal changes, dental problems, nausea, headaches were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from 2007 to 2010, multigravida, parity 6 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2008, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016), diabetes, uterine bleeding, miscarriage, urinary incontinence, vaginal prolapse, dysfunctional uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera from 2014 to 2015. Concurrent conditions included obesity and hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2017, medroxyprogesterone since (B)(6) 2016 and metformin since (B)(6) 2018. In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain/ pain chronic, back"), pain in extremity ("feet pain"), abdominal pain ("abdomen pain") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain/loss specify: gain/ weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced orgasmic sensation decreased ("hormonal changes describe: body changes & orgasmic dysfunction"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 9 months 11 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and headache ("headaches") and was found to have weight decreased ("weight loss"). The patient was treated with hydrocodone, nitrofurantoin, paracetamol (acetaminophen) and surgery (open total abdominal hysterectomy, bilateral salpingectomy, bilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, orgasmic sensation decreased, abdominal pain upper, back pain, pain in extremity, abdominal pain, adnexa uteri pain, genital haemorrhage, vaginal infection, vaginal discharge, headache and weight decreased outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, adnexa uteri pain, alopecia, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, orgasmic sensation decreased, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 209 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3, she tolerated the procedure well. The pain events were described as constant and severe. Discrepancy noted in insertion date- (B)(6) 2016. Discrepancy noted in removal date- (B)(6) 2017. The plantiff received treatment for back pain, device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion, successful occlusion of both fallopian tubes following essure placement. Pregnancy test - on (B)(6) 2017: negative. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Batch no e13070 production date 2015-07-11 expiration date 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : events added- genital haemorrhage, device dislocation, vaginal infection, vaginal discharge, headache, weight decreased. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a 37-year-old female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from 2007 to 2010, multigravida, parity 6 (B)(6) 2002, (B)(6) 2005, (B)(6) 2008, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016), diabetes, uterine bleeding, miscarriage, urinary incontinence, vaginal prolapse, dysfunctional uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera from 2014 to 2015. Concurrent conditions included obesity and hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2017, medroxyprogesterone since (B)(6) 2016 and metformin since (B)(6) 2018. In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("feet pain"), abdominal pain ("abdomen pain") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain/loss specify: gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced orgasmic sensation decreased ("hormonal changes describe: body changes & orgasmic dysfunction"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 9 months 11 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with hydrocodone, nitrofurantoin, paracetamol (acetaminophen) and surgery (open total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, orgasmic sensation decreased, abdominal pain upper, back pain, pain in extremity, abdominal pain and adnexa uteri pain outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, adnexa uteri pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, orgasmic sensation decreased, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 209 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3, she tolerated the procedure well. The pain events were described as constant and severe. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion, successful occlusion of both fallopian tubes following essure placement. Pregnancy test - on (B)(6) 2017: negative. Pregnancy test urine - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Batch no e13070 production date 2015-07-11 expiration date 2018-07-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth and miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder from 2007 to 2010, multigravida, parity 6 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2008, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016), diabetes, uterine bleeding, miscarriage, urinary incontinence, vaginal prolapse, dysfunctional uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: depo-provera from 2014 to 2015. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2017, hydrocodone since (B)(6) 2017, medroxyprogesterone since (B)(6) 2016, nitrofurantoin since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2016. In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("feet pain"), abdominal pain ("abdomen pain") and adnexa uteri pain ("ovaries pain") and was found to have weight increased ("weight gain/loss specify: gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced orgasmic sensation decreased ("hormonal changes describe: body changes & orgasmic dysfunction"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 9 months 11 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (open total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, alopecia, orgasmic sensation decreased, abdominal pain upper, back pain, pain in extremity, abdominal pain and adnexa uteri pain outcome was unknown and the vaginal haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, adnexa uteri pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, orgasmic sensation decreased, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3, the number of expanded coils that appeared trailing into the uterine cavity was 3, she tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2017: total bilateral occlusion, successful occlusion of both fallopian tubes following essure placement. Pregnancy test: on (B)(6) 2017: negative. Pregnancy test urine: on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events per pfs: body changes & orgasmic dysfunction, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), miscarriage, infection (bladder/ urinary tract/vaginal) type: bladder & urinary tract infections, bladder or urinary problems or changes , migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: vision problems, fatigue, weight gain, hair loss, stomach pain, back pain, feet pain, pelvic pain, abdomen pain, ovary pain were added. Essure removal procedure was added. Patient's medical history and concomitant medications were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.